Event description:
It was reported that the right ventricular lead was previously capped and replaced on (B)(6) 2006. Now physician decided to explant the inactive lead also while explanting the in-service right ventricular lead. During lead extraction, the svc tore resulted in emergency open heart surgery. The leads were explanted and a new right ventricular lead was implanted successfully. Patient was discharged in stable condition.